Event description:
On (B)(6) 2008, I had the surgery "anterior prolift and placement of tvt secure". In 2012, I developed a bladder stone with stone fragments attached to mesh in the bladder. On (B)(6) 2013, I had surgery to remove the mesh and stone. Preoperative diagnosis: transvaginally placed mesh in bladder with large adherent bladder stone. Procedure performed: cystoscopy with cystolitholapaxy, laparoscopic excision and removal of intravesical mesh. Discussion: is a (B)(6) female who has a diagnosis of a large bladder stone adherent to a piece of mesh that was through and through the bladder at the bladder neck. After a history and physical examination was performed, potential diagnostic and therapeutic modalities were discussed with the patient. Cystoscopic and laparoscopic (intravesical laparoscopy/cystoscopy through sp placed trochar) was recommended and a discussion of the risks, possible complications, possible side effects, along with the anticipated benefits were reviewed. She was given the opportunity to ask questions. Once answered, informed consent was obtained. She was brought to the operating on (B)(6) 2013 procedure. Procedure: (B)(6) was brought to the operating room and placed supine on the cystoscopy table. After initiation of spinal anesthesia. She was placed in a dorsal lithotomy position and the groin were prepped and she was draped in the standard fashion for cystoscopy. A 22 french cystoscope was passed per urethra and the bladder stone with underlying sling mesh material was seen. This was at the transition between the bladder neck and the trigone on the left. There was some moderate bleeding around the mesh as it was manipulated with a grasper through the cystoscope in order to get a better idea of what we were dealing with. Using the cystoscope as a guide, a 5 mm screw port was placed through a small skin incision just above the pubic symphysis on the right. Through this port a grasper was passed and the mesh grasped and lifted. Initially the stone was broken up and knocked off the mesh better exposing it. The large stone pieces were left in the bladder for removal at the end of the procedure. The length of mesh covered with stone was about 3-4 cm. With the mesh lifted, I initially tried to cut the mesh at the bladder mucosa using a scissor through the cystoscope. The mesh was too tough to cut with such a small scissor. I then passed a 500 laser fiber and, directing it with a piece of a ureteral catheter, I was able to cut the small fibers of the mesh at the level of the mucosa. This was a tedious process and took over an hour. We were irrigating through the cystoscope with the fluid exiting through the laparoscopic screw port but, during this extended excision process, there was some fluid which extravasated, extra-peritoneal, around the bladder. Also, during the mesh excision, the left ureteral orifice was seen and was close enough to the sling material that I determined to leave a stent. The large stone fragments were broken using the laser into small enough pieces to be irrigated through the cystoscope. Once all the stone pieces were removed, a dual-flex wire was directed up the left ureter and the scope was then removed leaving the wire indwelling. A 4.8 french stent was passed over the wire and then the wire was removed. The distal coil was visualized directly with the cystoscope and was in good position. The laparoscopic port was then removed. Much of the extravasated fluid was expressed through the skin incision and then a small, 1/4" penrose drain was placed through the incision to help drain any remaining fluid. This was stitched in place with a 3-0 nylon. A foley was then placed and left to gravity drainage where light pink urine was returning. (B)(6) was then awakened in the operating room after being taken out of lithotomy position. The patient was then transferred from the table to the stretcher and then to the pacu in stable condition. (B)(6) tolerated the procedure well and there were no complications. Preoperative diagnosis: symptomatic cystocele and stress urinary incontinence. Postoperative diagnosis: symptomatic cystocele and stress urinary incontinence, accidental cystotomy. Operative procedure: anterior prolift and placement of tvt secure.